Manufacturer narrative:
Evaluation anticipated, but not yet begun.

Event description:
It was reported that the drill bit broke in patient. No patient injury reported. All pieces were removed. A backup device was available to complete the procedure.

Manufacturer narrative:
One 5mm endoscopic cannulated flexible drill was returned for evaluation. Visual assessment of the drill confirmed the reported breakage. The drill head has broken from the shaft. The break is along the axis to the first spiral cut. There is tip flaring on the distal end of the drill head ID. The drills shaft is slightly uncoiled at the break area. Further examination of the drill head showed the primary cutting surface and flutes are dull. Material condition was confirmed to meet print specification. Per the devices IFU use of drills that have worn or dull tips can result in breakage. No further investigation is warranted at this time.